Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system 4.3mm failed to deploy once in the aorta. A second unit was opened to complete the anastomosis without further complications. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). The delivery device was returned for evaluation on 21apr2021 and investigated on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and blood was observed on the delivery device, and seal. The blue slide lock was dis-engaged and the plunger was completely depressed. The tension spring assembly remained in the delivery tube with the seal extended outside the tube. The seal was observed to be out of the tip of the delivery tube in an unwrapped state. The tension spring was removed from the delivery tube. The seal was observed to have no cracks or delamination. No measurements of the delivery tube was conducted due to the presence of blood. Blood was observed in the delivery tube which indicates that there was an attempt to insert the device into the aorta. No visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "activation problem" was not confirmed.

Event description:
N/a.